Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer reported that they were able to clear and able to rewind insulin pump. Insulin pump's screen was foggy. Customer stated that the insulin pump need to be replaced because of recurring insulin pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Unable to download device history due to partial display. Pump error 63, error 2, error 79 and error 19 alarms unknown.